Manufacturer narrative:
Concomitant product(s). Model: 4968-60, lead; implanted: (B)(6) 2008. Model: d314vrg, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) sub-q defibrillation lead had triggered an alert for low rv defibrillation coil impedance, follow-up was conducted. The allied health professional (ahp) at the clinic was able to verify that reprogramming of the audible alerts and alert thresholds was completed. The lead remains in use. No patient complications have been reported as a result of this event.